Manufacturer narrative:
D10 concomitant product: gia6038s, gia6038s gia 60-3.8sgl use reload stap, (lot # p2j0563). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a liver transplant, the white flag interlock (knife blade cover) was already engaged, and the black pusher thumb piece could not be moved, as a result, the instrument did not fire. Another stapler was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Correction: b5 additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a liver transplant, the white flag interlock (knife blade cover) was already engaged, and the black pusher thumb piece could be moved but the instrument did not fire. Another stapler was used to resolve the issue. There was no patient injury.